Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/06/2011 device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2011 with the following findings: investigation verified that the keypad was torn at the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Investigation revealed that all keypad buttons were responding normally. Correction/additional information: the reporter stated that the patient experienced blood glucose (bg) over 300 mg/dl with ketones. The reported bg excursion meets animas' definition of a serious injury. The original MDR was noted to be product problem, however, should state adverse event, and state serious injury. Follow-up with the patient and the reporter revealed that the reported keypad issue did not cause or contribute to the reported bg excursion; the bg excursion was attributed to pneumonia.

Manufacturer narrative:
(B)(4). Device evaluation: additional evaluation has been completed by product analysis on (B)(4) 2011 with the following findings: a review of the pump history until the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump history indicated a 'replace battery' alarm occurred on (B)(4) 2011 and the pump was not resumed after the alarm. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
Mom reports rubber keypad is lifting up by the backlight; however, is not 100% sure. She claims, the buttons is lifted up and comes forward. Mother does not know whether the buttons still click/ spring back. Mother mentioned that her daughter has been obtaining elevated blood glucose; however, did not seek any medical attention due to the alleged issue. She thinks that the elevated readings may be due to her daughter growing; however, is not sure. Product was replaced.